Event description:
It was reported that a charger pad did not charge the pump until the user readjusted the device, after which charging resumed as expected. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included user troubleshooting and education conducted remotely. Investigation of this case revealed normal function after repositioning and no device malfunction identified. It was concluded that improper alignment on the charging pad was the likely cause and no further action was required.